Manufacturer narrative:
The biomedical engineer reported that the power supply on the uninterruptible power supply (ups) had failed, causing the central nurse's station (cns) to lose power. A spare uninterruptible power supply (ups) was put in place, to resume patient monitoring. No patient harm was reported. They were provided with an exchanged uninterruptible power supply (ups). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the power supply on the uninterruptible power supply (ups) had failed, causing the central nurse's station (cns) to lose power.